Event description:
The customer called and stated that there was no sound when they ran a self test on the pump. It was confirmed that the pump was set on audio and the beep volume was set to the highest level. At that time, the customer was advised that a replacement will be sent.